Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: (B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the segment of the middle cerebral artery (mca) and the internal carotid artery (ica) using a neuron max 6f 088 long sheath (neuron max), a penumbra system jet 7 reperfusion catheter (jet7), and a penumbra system jetd reperfusion catheter (jetd). During the procedure, the physician used a neuron max and jet7 to remove thrombus in the ica. Then, due to patient¿s anatomy and vessel dimensions, the physician removed the jet7 and it was no longer used for the remainder of the procedure. Afterwards, the physician advanced a jetd through the neuron max to remove thrombus in the m1 segment of the mca. The physician then completed three passes and while removing the jetd, the physician experienced resistance. Subsequently, the distal end of the jetd broke but remained intact with the rest of the catheter. It was reported that the physician removed the jetd carefully from the patient, without issue. The procedure was completed using a new jetd and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this report was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: section d. Box 10. Device available for evaluation? (Do not send to FDA). Section h. Box 3. Reason for non-evaluation. Section h. Box 3. ''Other'' reason for non-evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.